Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device(s) was/were functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. Evaluation results findings (components/results) 1 device: cable; electrical / electrical/electronic component problem identified. 1 device was not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer; no defect or malfunction was found. Evaluation results findings (components/results) 1 device: appropriate term/code not available / no device problem found. 1 device was not evaluated as the cause was determined by analyzing data provided by the user/third party; no further assistance was requested by the customer; no defect or malfunction was found. Evaluation results findings (components/results) 1 device: alarm / no device problem found. 1 device is pending evaluation. Evaluation results findings (components/results) 1 device: insufficient information / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1-december 31, 2025. This report summarizes 4 malfunction event(s), where it was reported the device experienced clinician not alerted/aware of possible patient fall. There were 2 events with patient involvement; 1 patient experienced a fall and an abrasion, 1 patient experienced a fall.

Manufacturer narrative:
The device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. Evaluation results findings (components/results) 1 device: appropriate term/code not available/no findings available.

Event description:
No new information.